Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was removed in several pieces') and pelvic pain ('pelvic pain/pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included swelling nos, endometriosis, regional nerve block, ovarian cyst, rash, burning micturition, amenorrhea, fatigue, fever, mole of skin, itching, headache, vision loss, hearing loss, sore throat, nausea, vomiting, indigestion, constipation, application site irritation, dysmenorrhea, amenorrhea, post coital bleeding, infertility, joint pain, weakness, coldness, heat intolerance, flash hot, night sweats, post coital bleeding, weight fluctuation, acute pancreatitis, menopausal, vaginal discharge, cramp in lower abdomen, hair growth rate abnormal, hair loss and acute pancreatitis. Essure confirmation test conducted was done. Previously administered products included for an unreported indication: depo provera, tramadol hcl, multivitamin and atorvastatin calcium. Concurrent conditions included cervical dysplasia since 2005, human papilloma virus infection, obesity, uterine leiomyoma, ovarian cyst drainage, low back pain, urinary tract pain nos and urinary tract bleeding. Concomitant products included fenofibrate, lisinopril and metformin hydrochloride (metformin hcl). On (B)(6)2011, the patient had essure inserted. On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("sexual intercourse pain"), 6 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, vulvovaginal pain and female sexual dysfunction outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: physician reports after procedure feels swollen/irritated/pain on left side from procedure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: right ovarian cyst and fibroids. Concerning the injuries reported in this case, the following ones: chronic pelvic pain, abnormal bleeding, pelvic pain, cramping, left lower quadrant pain, menorrhagia, abdominal pain were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. Reporter information updated. New event: did not undergo essure confirmation test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was removed in several pieces'), pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling nos, endometriosis, regional nerve block, ovarian cyst, rash, burning micturition, amenorrhea, fatigue, fever, mole of skin, itching, headache, vision loss, hearing loss, sore throat, nausea, vomiting, indigestion, constipation, application site irritation, dysmenorrhea, amenorrhea, post coital bleeding, infertility, joint pain, weakness, coldness, heat intolerance, flash hot, night sweats, post coital bleeding, weight fluctuation, acute pancreatitis, menopausal, vaginal discharge, cramp in lower abdomen, hair growth rate abnormal, hair loss and acute pancreatitis. Essure confirmation test conducted was done. Previously administered products included for an unreported indication: depo provera, tramadol hcl, multivitamin and atorvastatin calcium. Concurrent conditions included cervical dysplasia since 2005, human papilloma virus infection, obesity, uterine leiomyoma, ovarian cyst drainage, low back pain, urinary tract pain nos and urinary tract bleeding. Concomitant products included fenofibrate, lisinopril and metformin hydrochloride (metformin hcl). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("sexual intercourse pain"), 6 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vulvovaginal pain and female sexual dysfunction outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: physician reports after procedure feels swollen/irritated/pain on left side from procedure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: right ovarian cyst and fibroids. Concerning the injuries reported in this case, the following ones: chronic pelvic pain, abnormal bleeding, pelvic pain, cramping, left lower quadrant pain, menorrhagia, abdominal pain were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of product technical compliant. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was removed in several pieces'), pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling nos, endometriosis, nerve block, ovarian cyst, rash, burning micturition, amenorrhea, fatigue, fever, mole of skin, itching, headache, vision loss, hearing loss, sore throat, nausea, vomiting, indigestion, constipation, application site irritation, dysmenorrhea, amenorrhea, post coital bleeding, infertility, joint pain, weakness, coldness, heat intolerance, flash hot, night sweats, irregular periods, weight fluctuation, acute pancreatitis, menopausal, vaginal discharge, abdominal pain lower, hair growth rate abnormal, hair loss and acute pancreatitis. Essure confirmation test conducted was done. Previously administered products included for an unreported indication: depo provera, tramadol hcl, multivitamin and atorvastatin calcium. Concurrent conditions included cervical dysplasia since 2005, human papilloma virus infection, obesity, uterine leiomyoma, cyst aspiration, low back pain, urinary tract pain nos and urinary tract bleeding. Concomitant products included fenofibrate, lisinopril and metformin hydrochloride (metformin hcl). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("sexual intercourse pain"), 6 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vulvovaginal pain and female sexual dysfunction outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: physician reports after procedure feels swollen/irritated/pain on left side from procedure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: right ovarian cyst and fibroids. Concerning the injuries reported in this case, the following ones: chronic pelvic pain, abnormal bleeding, pelvic pain, cramping, left lower quadrant pain, menorrhagia, abdominal pain were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received: reporter information, patient information updated. Events: vaginal hemorrhage, menorrhagia, apareunia, dyspareunia, device breakage were added. Event onset date and outcome were updated. Event severity were added. Medical history and historical drugs were added. Concomitant conditions and drugs were added. Lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.